Manufacturer narrative:
Analysis could not confirm that the programmer touchscreen could not be calibrated, the cursor and stylus tip aligned on the screen and calibration was successfully completed . It was noted that the programmer was unable to print reports or save reports to portable document format (pdf). The floppy disc drive reads intermittently. The printer roller was missing a bushing. The media bay door latch was broken. The hinge plate screws were missing. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer touchscreen could not be calibrated. There was no patient involvement.